Event description:
When product was being removed, the catheter broke off from hub and remained in the pt. Upon xray, the catheter was found to be in the soft tissue. Information pending about removal and sample availability. The catheter remains in the soft tissue and will be removed at a further time. The sample is not available at this time.

Manufacturer narrative:
The actual device involved in the incident was not returned for the manufacturer to evaluate. At this time the sample cannot be located and has possibly been discarded. Without the actual sample a thorough evaluation could not be performed. Althought a specific lot number was not provided, twenty-five unused samples from current inventory were subjected to pull test of the catheter to hub joint until failure using a tensile force tester. All samples exceeded the minimum joint separation design specification and passed the pull test.